Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) attached to the patient's PICC line caused the chemotherapy infusion flow rate to slow "dramatically" at "180 minutes less time" than normal during use. The infusion would normally run at approximately "46hrs", but the reported infusion time was "closer to 52hrs". The injector also had issues staying connected to the PICC line overnight, and needed to be reattached. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " the use of a optima injector /connector/injector unit (on the line for these infusers) to the patient¿s PICC line apparently slows the infusion dramatically. We normally run for approximately 46hrs and our nurse is reporting closer to 52hrs when she uses the connector." "Because of the time-frame for these infusions, patients are finding the optima injector /connectors units aren¿t staying well connected to their PICC lines overnight. Multiple patients have had to return to the nurse to have them reattached." "Chemotherapy delivery slower rate at 180 minutes less time than regiment dictated".

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) attached to the patient's PICC line caused the chemotherapy infusion flow rate to slow "dramatically" at "180 minutes less time" than normal during use. The infusion would normally run at approximately "46hrs", but the reported infusion time was "closer to 52hrs". The injector also had issues staying connected to the PICC line overnight, and needed to be reattached. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " the use of a optima injector /connector/injector unit (on the line for these infusers) to the patient¿s PICC line apparently slows the infusion dramatically. We normally run for approximately 46hrs and our nurse is reporting closer to 52hrs when she uses the connector." "Because of the time-frame for these infusions, patients are finding the optima injector /connectors units aren¿t staying well connected to their PICC lines overnight. Multiple patients have had to return to the nurse to have them reattached." "Chemotherapy delivery slower rate at 180 minutes less time than regiment dictated".

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.